Manufacturer narrative:
Device evaluated by manufacturer the batch number is unknown therefore a review of the manufacturing documentation could not be performed. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
(B) (6). It was reported that following a coronary artery stenting procedure the patient required a reintervention. The target lesion located in distal right coronary artery (dist rca) with reference vessel diameter of 3.00 mm, length of 32.0 mm, and 75% stenosis. The physician treated the lesion with pre-dilatation, and placement of a 3.00x32 mm taxus express2 study stent, and post-dilatation. Residual stenosis became 0% . Timi flow increased from 2 to 3. The patient was discharged on ticlopidine and bayaspirin . At 174 days post-index procedure, restenosis was confirmed. Pci was performed and the lesions were treated with balloon angioplasty. The lesion located in prox rca with reference vessel diameter of 3.50mm, a length of 20.0mm, and visually 50% stenosis was treated with balloon angioplasty. Residual stenosis became 25%. Timi-3 flow kept through the procedure. The lesion located in the mid rca with reference vessel diameter of 3.50mm, a length of 20.0mm, and visually 99% stenosis was treated with balloon angioplasty and deployment of a taxus stent of unknown size. Residual stenosis became 0% . Timi-3 flow kept through the procedure. The patient was discharged the next day.